Event description:
It was reported that the customer went to the hospital and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 1226 mg/dl on (B)(6) 2026. Cause was not known. While in the ICU, the customer was treated with intravenous fluids of saline and insulin. Due to the elevated bg level, the customer experienced an acute kidney injury. The customer was released on (B)(6) 2026 with the issue resolved.